Event description:
It was reported that patient received inappropriate therapy. Suspected insulation damage and noise on stored egm were observed. The lead was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.